Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000mcg/ml baclofen at 12mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the catheter was disconnected from the pump. It was reported that a revision surgery was performed. No symptoms were reported. No further complications were anticipated/reported.